Event description:
Information received from the field does not address the patient's clinical status but notes that the threshold test could not be run. A message was displayed that telemetry was lost and the test would be terminated. Although multi- ple attempts to obtain measured data were unsuccessful, one attempt gave a magnet rate as 95 ppm with <300 ohms atrial impedance and >3000 ohms ventricular impedance.